Manufacturer narrative:
No button error alarm noted. Unresponsive buttons due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. Device had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and was unable to rewind. Customer's blood glucose was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.